Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified therapeutic procedure, the ceramic insulation at the distal end of the resection sheath broke off and fell into the patient. However, no fragment remained inside the patient since it was reportedly retrieved. The intended procedure was successfully completed with a similar device and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation. Therefore, the evaluation was performed exclusively on the basis of the available information. According to the picture provided, it could be confirmed that the ceramic insulation at the distal end of the resection sheath is broken off. This damage is typically caused by thermo-mechanical fatigue and/or mechanical overload, possibly as a result of excessive force such as impact, fall, shock or similar stress in combination with wear and tear. Thus, this event/incident was attributed to use error. It cannot be conclusively determined whether the insulating insert had already been pre-damaged or worn before the incident, whether the damage was triggered during the reprocessing cycle preceding the incident, or during the actual procedure. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. The case will be closed on olympus side and the user will be informed about the investigation results.